Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue of "not infusing with correct amount" was not able to be reproduced due to system error 105. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was unable to be verified. The device will receive full flow testing to satisfy any volume discrepancies prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not infusing correct amount during an unspecified process in the biomed service department. There was no patient involvement. No additional information is available.